Event description:
Humidification chamber found to have a leak/crack while in use on a vented patient. Low tidal volume noted prior to crack/leak found. Humidifier/circuit passed the initial safety system test up to 90 cmh2o. Humidifier chamber developed crack along seam while attached to the patient. Unsure if the damage occurred while in use or if the device was defective.